Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the single leaflet device attachment (slda) appears to be related to procedural conditions (visualization limitations). Poor image resolution/difficult imaging appears to be related to procedural conditions. The user error was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device; however, there is no indication that the off-label use of the mitraclip device influenced the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 4+. It was noted prior aortic valve replacement causing poor imaging. An xtr clip delivery system (cds) was advanced for off label use, and the clip was deployed. However, the clip became detached from the septal leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Another xtr clip was deployed to stabilize the slda. Three clips were implanted, reducing tr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.